Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that their insulin pump had multiple insulin pump errors. The customer¿s blood glucose was unknown at the time of incident. Customer reported they were able to clear the alarms and able to rewind the insulin pump. Customer stated the alarm occurred immediately after a battery change. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. Pump error 15 found in the insulin pump history file. Unable to determine the root cause, problem isolated to the electronic assembly.